Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing. Boston scientific technical services (ts) indicated that the morphology starts out correlated, but then becomes very stable and very uncorrelated so believe these were runs of ventricular tachycardia (vt) during the atrial tachy response (atr). Moreover, the anti-tachycardia pacing (atp) seems appropriate. The lead remains in service. No adverse patient effects were reported.